Event description:
It was reported by the company representative: 'both concerto and patient on it have fallen onto the floor. No serious injury till now. Event happened when carer was getting the clients wheelchair - probably at the beginning of last week. Concerto is kept "out of order" for investigation. Service is done by 3rd party.' MFR ref number 9611530-2013-00031.